Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced bluetooth connectivity issues between a dexcom g7 continuous glucose monitor (cgm) sensor and the ilet, with signal loss to the ilet while glucose readings continued on the dexcom platform; the user was provided the pairing code and instructed to toggle settings, restart the ilet, and allow time for pairing. No adverse clinical symptoms reported. Outcomes included no clinical impact, hospitalization, or emergency care. User support included remote troubleshooting and user education to reestablish cgm pairing and confirm alert history indicating dosing stopped due to cgm connection loss. Investigation of this case revealed a cgm communication pairing problem affecting the ilet¿s receipt of cgm data, with no evidence of pump malfunction. It was concluded, based on previously established findings for similar reports, that the cause was intermittent bluetooth connectivity between the cgm and the ilet.